Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 29) during the load process. There was no known impact to the customer's blood glucose. The customer was successfully able to load a new cartridge.